Event description:
The account alleged that the nurse call was not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the fuse on the power control module to resolve the issue.